Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to the stent which stretched on the proximal side, a kink in the stent and struts at the proximal edge were lifted distally from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the outer shaft was severely kinked across its length. This type of damage is consistent with excessive force being used attempting to advance the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75-80% stenosed, 12mm in length, eccentric, de novo target lesion was located in the severely tortuous, mildly calcified and 2.5-2.75mm in diameter right coronary artery(rca). The lesion contained >45 and <90 degrees bend. A 7f jl 3.5 guide catheter was placed coaxially and a non bsc guide wire with a shepherds crook was advanced to the lesion. Another non bsc guide wire was placed in the vessel and a 2.5x10mm non bsc balloon catheter was used for predilation of the lesion. With the buddy wire support, a 2.75x16mm promus element stent was advanced but was not able to cross the lesion due to the lesion bend. The device was removed and another dilation was done using a 2.75x8mm non bsc balloon catheter. The 2.75x16mm promus element stent was again advanced but was unable to cross the lesion. The device was removed and it was noted that some of the stent struts were lifted distally. The procedure was completed using a 2.75x16mm promus element plus stent. Post dilation was performed using a 2.75x8mm non bsc balloon catheter with good results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75-80% stenosed, 12mm in length, eccentric, de novo target lesion was located in the severely tortuous, mildly calcified and 2.5-2.75mm in diameter right coronary artery( rca). The lesion contained >45 and <90 degrees bend. A 7f jl 3.5 guide catheter was placed coaxially and a non bsc guide wire with a shepherds crook was advanced to the lesion. Another non bsc guide wire was placed in the vessel and a 2.5x10mm non bsc balloon catheter was used for predilation of the lesion. With the buddy wire support, a 2.75x16mm promus element stent was advanced but was not able to cross the lesion due to the lesion bend. The device was removed and another dilation was done using a 2.75x8mm non bsc balloon catheter. The 2.75x16mm promus element stent was again advanced but was unable to cross the lesion. The device was removed and it was noted that some of the stent struts were lifted distally. The procedure was completed using a 2.75x16mm promus element plus stent. Post dilation was performed using a 2.75x8mm non bsc balloon catheter with good results. No patient complications were reported and the patient's status was stable.